Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device not detected on bus. The customer performed a reboot and storage recovery; however, the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.1 and 5.2 was not detected on bus. A field service engineer guided customer through performing a hard shutdown. After the system rebooted, aux 5.1 pockets continued to fail, and drawers 5.1 and 5.2 (enhanced half height cubie drawers) were not detected on the bus. Fse replaced the worn retractor bands and the drawer controller boards for both drawers and also replaced the rubber bumper on the 5.1 slide rail. Additionally, drawer 4.2 (enhanced half height cubie drawer) on the auxiliary unit would not fully open due to the bearing cage being out of place. Fse repositioned the bearing cage and replaced the missing slide bumper to resolve the issue. The system functioned as intended after the field service engineer repaired the device.